Event description:
It was reported that an everest fenestrated screw fractured at s1 post-operatively. The physician indicates revision surgery is not required.

Manufacturer narrative:
Devices remains implanted.

Manufacturer narrative:
Product inspections could not be performed as the product is still implanted in the patient and is therefore unavailable for evaluation. However, an x-ray was provided and reviewed. The construct was a 2 level system with an interbody device. The screw implanted at s1 on the left side was highlighted in the x-ray. Although a clear fracture site cannot be observed, there does appear to be a slight bend in the shaft of the screw. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. The everest instructions for use states: "internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend, or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of re-fracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture." Additional information regarding the patient's condition is unavailable at this time. As the screw has been implanted for approximately 1 year, the most likely root cause for the screw fracture can be attributed to material fatigue over time.

Event description:
It was reported that an everest fenestrated screw fractured at s1 post-operatively. The physician indicates revision surgery is not required.